Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. Date of issue is an approximation. The sensor was inserted into the arm on (B)(6) 2021. On (B)(6) 2021, the patient¿s partner woke as the patient experienced a seizure a 2:30 am. Emergency medical services (ems) was called and the patient¿s bg per ems was 1.6 mmol/l; however, the cgm displayed 18.0 mmol/l. The patient was treated with injectable glucose, became responsive but unsteady, and was transported to the hospital. The patient was monitored in the emergency department (ed) and released approximately 10 hours later after his bg stabilized. At the time of the report, the patient was doing okay. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. The reported glucose values fall within the e zone of the parkes error grid. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.